Event description:
It was reported that the " occlusion joint is damaged ". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. One device was received. Per visual inspection, the device has a damaged dso seal and scratched lens. The complaint was confirmed/replicated during functional testing. The root cause was a damaged dso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the dso seal be replaced.